Manufacturer narrative:
Corrected information: device available for evaluation and device evaluated by MFR changed from "no" to "yes." Investigation summary: a review of complaint history, the device history record, quality control data, and specifications was performed. A visual inspection and functional testing of the returned device was also conducted. One device was returned for evaluation. The device was returned with the handle and the basket formation in the opened position. The collet knob is tight and secure. The male luer lock adaptor (mlla) is tight. A visual examination noted the basket sheath has a significant kink at the distal end of the support sheath. The basket formation is protruding from the basket sheath with 3cm of coil protruding from the sheath. The basket formation is uniform. A functional test determined the handle will move the basket assembly. The basket assembly was removed and the nitinol wires were noted to be pulled out of the cannulated handle. The protruding wires measured approximately 2.5 cm. The wires broke at the end of the cannula. There were no other kinks or damage observed in the basket sheath. It appears the device met resistance beyond its intended design. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record was reviewed and there were no non-conformances noted. A review of complaints revealed this is the only complaint received associated to the complaint lot number (B)(4). Based on the provided information a definitive root cause cannot be established or reported at this time. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The user facility reported after opening the ncircle tipless stone extractor, the nurse attempted to close the forceps but it remained in the opened position. The team from the operating room had to use a second medical device which functioned. Additional information has been requested from the user facility regarding the patient, device and event details.